Manufacturer narrative:
(B)(4). Medtronic selected conclusion code 12 because, although the device was operating within specifications, medtronic modified the specifications making this the closest code available with respect to this event.

Manufacturer narrative:
Product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type : pump. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received on 11-dec-2015 and it was reported that during the procedure, the pump was prophylactically replaced to avoid in-vivo battery depletion. The patient recovered without sequela.

Manufacturer narrative:
Analysis of the sutureless catheter connector found coring/tears/cuts in seal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal lioresal 2000 mcg/ml (dose 250.3 mcg/day) via an implanted pump. The baclofen lot number and other meditations the patient was taking at the time of the event were unable to be obtained. The pump's indication for use (IFU) was listed as intractable spasticity and cerebral palsy. The event date was approximately (B)(6) 2015. There was dye in the pocket during a dye study. The pump had been weaned down from about 1100 mcg/day since may in preparation for replacement. Poor response to high doses is what led them to look for a problem. A CT dye study was conducted on an unknown date. Surgical intervention on (B)(6) 2015 revealed fluid in the pump pocket. When the pump was removed cerebrospinal fluid (csf) could be seen leaking out at the sutureless connector-pump connected interface. The flow of csf increased as there was lateral pressure on the connector hub towards the pump. The suture less connector piece was replaced. The issue was resolved at the time of this report and the patient's status was "alive- no injury". The dose was restarted at 125 mcg/day.